Event description:
It was reported that the patient was found to have blisters on his/her hip after using the unit for approximately 2 to 2.5 hours.

Manufacturer narrative:
Unit was function tested by hospital technician and found to be operating to specification. It is not known if the customer will be returning the unit to manufacturer for further investigation, but if the unit is returned, a follow-up will be filed if necessary based upon investigation results.